Manufacturer narrative:
The clinics biomedical engineer replaced the adjustable pressure limiting valve, and the unit was returned to service.

Event description:
The hospital reported adjustable pressure limiting valve was not operating as expected. The unit was not able to perform manual ventilation. There was no report of patient involvement.